Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the reported problem ¿alarm connection is defective" and replaced the (453564407891, iv2-flex I f; flexible nurse c) to resolve the issue. The cause of the reported problem was a damage flexible nurse call board. The reported problem was confirmed. The device was repaired and returned to the customer to resolve the issue.

Event description:
The customer reported that the alarm connection is defective. It is unknown if the device was in use at the time of the event. There was no adverse event reported. The investigation is pending bench repair.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).